Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the settings changing unexpectedly did not change unexpectedly. They stated they had forgotten about it. The issue was not completely resolved, but they were able to reset with help of representative also had appointment with hcp who put it in. The cause of feeling stim in the lower back was probably their mis-setting - no fault but their own about (B)(6) 2023. They have an appointment with hcp or helper on (B)(6) 2023. They are working on it to be resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having a lot of urinary problems and that it had gotten a lot worse in the last month. The patient stated they'd had trouble with it all along but that the most recent problem started in 2023 and just gradually started getting worse. Patient services reviewed therapy expectations and programming considerations with the patient and the patient was able to connect to their settings and saw they were on program 1 at 3.0 v. The patient stated they thought the last time they were connected to their settings, they were on program 5. Patient services asked the patient if the patient's program could have been changed by a doctor at a health care provider (hcp) appointment but the patient stated a doctor hadn't changed the settings and neither had they so they didn't know why they were on program 1. The patient wanted to make an adjustment to their settings and requested to switch to program 5. The patient switched to program5; however, when they increased the stimulation, they felt the stimulation in their lower back on the left side and not in the bike-seat region. They said it was the opposite side of where the ins was. Patient services reviewed stimulation and programming considerations with the patient and the patient opted to switch to program 4. As the patient was switching to program 4, patient services could no longer hear the patient and the call ended. Patient services tried calling the patient back 2 times but received a busy signal both times. The patient ended up calling back shortly after and the transfer to the patient services rep line was unsuccessful so the patient services rep who answered the call continued to assist the patient. The patient called back reporting that for the pastweek or so the patient noticed that when they stand up before can get to the toilet is leaking. Patient said that hasn't made any adjustments for a year or so. When asked, patient said doesn't know if has ever experienced an overall improvement of at least 50% compared to baseline symptoms, and doesn't have 50% improvement now. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy info rmation and general programming guidance. Patient said switched to a new program, and now just adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Reviewed how to end the session and turn off external components. Other medical history mentioned included that patient uses a wheelchair. See rtg0451667 for report of patient said called earlier today regarding same therapy issue and the line became disconnected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.